Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that in (B)(6) 2002, the patient was hospitalized for pulmonary embolism related issues. A greenfield vena cava filters (ivc) was implanted in the patient. In 2015, the patient began to experience pain and problems in his chest. In (B)(6) 2016, the patient had a scan performed on his abdomen region. The filter was visualized at the l3-l4 vertebral level. The patient suffered severe, possibly permanent injuries and emotional distress. No further complications were reported.